Event description:
Caller reported t:slim x2 pump battery would not charge, with screen remaining dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Testing alternative charging cables and adapters did not resolve issue, and cts decided to replace pump. Customer's mom was unable to provide pump serial number initially, but planned to call back for verification and follow-up actions.